Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump. Customer stated that his blood glucose was 114 mg/dl. Customer stated that a temp basal was not programmed before the alarm occurred. Customer also stated that the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Customer was advised to monitor the pump can call if issues recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-59789.